Event description:
Per the clinic, the patient experienced recurrent infection around the abutment and was administered 400mg-80mg of bactrim, twice a day for 10 days starting (B)(6) 2013. Along with the bactrim, a 10 day course of 500 mg of keflex 500 was administered (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.